Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced leakage of infusion set event on (B)(6) 2026. The leakage was at insertion site. No further information available.